Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose level (>500 mg/dl) and diabetic ketoacidosis. There were no pump abnormalities observed by the customer prior to hospitalization. Customer administered correction boluses; however, bg level did not improve. During hospitalization, customer was treated with intravenous insulin drip. Customer was discharged from the hospital on (B)(6) 2015 with the issue resolved.